Manufacturer narrative:
This device was included in a field action. Based on the information received and without the return of either the product or performance data, or completion of analysis, it could not be determined if this device performed as described in the field action. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the implantable cardioverter defibrillator (ICD) alerted due to being at end of life (eol) with a charge circuit timeout. The device had reached elective replacement indicator (eri) eight months earlier. The charge circuit is inactive and the device is incapable of delivering therapy. The cardiologist was made aware of the event. The device remains in use. No patient complications have been reported as a result of this event.